Event description:
Per the clinic, the patient experienced fluctuating open impedances on multiple electrodes. In addition, open circuits were identified on 11 electrodes. Reprogramming attempts were made; however, the issue could not be resolved. Subsequently, the device was explanted on (B)(6) 2025 and the patient was reimplanted with another cochlear device during the same surgery.